Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. During the procedure, ibe devices were implanted successfully in the left side. An attempt was made to insert plc271200j as a bridging device using a 16 fr sheath. However approximately 20 mm of the proximal end of the stent graft of the plc271200j was unintentionally deployed in the ceb component. The sheath tip was in the ecb device at around the left external iliac artery, an unsuccessful attempt was made to pull back the plc271200j into the sheath. An attempt was made to insert the plc271200j however the device could not be inserted because the diameter of the beginning of the left common iliac artery was about 15 mm. These attempts were abandoned. The left internal iliac artery was embolized and the plc271200j was deployed from the left common iliac artery into the left external iliac artery. Additionally plc231200j was implanted as a bridging device. The patient tolerated the procedure. The physician stated that there was no proximal end deployment at the preparation, no resistance was felt during the insertion. But a resistance was felt when the plc271200j was inserted at the left common iliac artery. An angiography revealed that the proximal end of the stent graft was deployed and the catheter was raised 2-3 cm from the proximal end of the stent graft. Because of the short internal iliac artery, the internal iliac component was deployed slightly more proximal than the long marker of the iliac branch component. The plc271200j was caught on the internal iliac component edge and began to deploy. Reportedly, when inserting the plc271200j, the sheath was not inserted at the gate of the main component, but was positioned around the external iliac artery within the iliac branch component leg.